Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with pubovaginal sling and posterior vaginal repair of rectocele due to stress urinary incontinence and rectocele.

Manufacturer narrative:
(B)(4). It was reported that after implantation patient experienced pain, infection, bleeding, dyspareunia and urinary problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/04/2017.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.